Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using a lightning aspiration tubing (lightning), indigo system aspiration catheter 7 (cat7), indigo system separator 7 (sep7), and a non-penumbra sheath. During the procedure, the physician made multiple passes using the cat7 and lightning but was unable to remove much of the clot. The physician then used a sep7 with the cat7; however, the physician still was unable to remove the clot. Subsequently, the physician removed the sep7 and began aggressively torqueing the cat7 but encountered resistance due to the calcified clot in the artery. After a few minutes of torqueing, the physician retracted the cat7 and noticed it had broken in half into two separate pieces. It was reported that the physician was able to pull and remove the first half of the broken cat7 while the other broken half of cat7 was still in the patient. Next, the physician attempted to use a snare device to retrieve the broken half of the cat7 that was in the patient; however, the attempt was unsuccessful. The patient was taken to surgery to remove the remaining broken cat7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 1. Section g. Box 3. Report source. Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.